Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: updated.

Event description:
Edwards received notification that a 23mm valve implanted in the aortic position was explanted after an implant duration of 38 days due to endocarditis leading to regurgitation. The valve was implanted in minimal invasive surgery. Patient had fever in the immediate post-op period with leukocytosis, pulmonary infiltrated and elevated crp resolved with antibiotics. There was recurrent fever episodes after discharged with no identificable foci. The patient presented one month after the implant with acute aortic regurgitation and pulmonary edema. Tee showed valve dehiscence and vegetation on the leaflets with multiple pseudoaneurisms in the ascending aorta (mycotic aneurysms). Aortic valve also affected. Endocarditis organism was aspergillus fumigatus. The patient passed away during the redo surgery (on table).

Manufacturer narrative:
The device was not returned to edwards for evaluation due to presence of endocarditis. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 23mm valve implanted in the aortic position was explanted after an implant duration of 38 days due to endocarditis leading to regurgitation. As per pathology report, it was fungal endocarditis suggestive of aspergillosis. The valve was implanted in minimal invasive surgery. The patient presented one month after the implant with acute aortic regurgitation and pulmonary edema. Tee showed valve dehiscence and vegetation with multiple pseudoaneurisms in the ascending aorta. This patient passed away the same day that the redo surgery was performed.